Event description:
The customer reported to olympus, the single use air/water, suction, & biopsy valve kit (sterile) became clogged during suction and when the valve was removed it broke. Device fragments were stuck in the suction channel and in the handle then parts fell in the patient's colon. The broken device fragments required retrieval with a net. The procedure was completed with another colonoscope.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, there was no delay, no patient harm nor affect to the outcome of the colonoscopy procedure. The patient is currently fine. The customer is no longer able to provide the lot number. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the subject device was not returned to olympus for an evaluation, a photo of the device confirmed the broken shaft of the suction button. It is likely that, when removing the suction button, it was pulled out while in a tilted direction instead of straight. This resulted in breakage of the shaft. Furthermore, fragments of the damaged product fell off and into the patient¿s body due to the damage of the shaft of the device. However, the likelihood of the fragments falling off the damaged part of the device and through the suction channel is low. However, no additional requested information was received regarding the issue. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: warning: 13.10 ¿ cautions for removing the suction button. 13.8 - air/water feeding and suction. This supplemental report includes a correction to e4 and g2 to provide information that was inadvertently not included in previous submissions. Olympus will continue to monitor field performance for this device.